Event description:
Home pt (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reported they experienced cramping earlier in the day and were experiencing pain again during fill 2/4. Hp was advised to contact family nurse. Later that same morning, the hp's family member phoned for asssistance in discontinuing the pt's apd therapy in dwell 3/4, as the family was going to take hp to the emergency room (ER) for continuiing stomach pain. Follow up with the hp's rn indicated that hp was taken to the local ER and transfferred by ambulance to the main hosp for admission in 2002. Pt was diagnosed with peritonitis (date unknown). Additional follow up with the pt's rn indicated that the pt expired 2002 while hospitalized.